Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted in the intensive care unit for high blood glucose. Troubleshooting was performed. The settings on the insulin pump were correct. Ran a fixed prime and high pressure tests and passed. It was stated that the customer had bent cannulas and issues with the muscle tissue, which may had affected the insulin delivery. Also, it was mentioned that the infusion set came twice, and in one instance the tape was ripped. No further info was provided.